Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head image was now only black and white. The event occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise in the image, failed watertightness. A root cause could not be identified. Based on the results of the investigation, it is likely due to deformation of cable unit, there is noise in the image, and the screen became black and white. Moreover, failed watertightness is caused due to damage on the protector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.